Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:42:27. During night drain cycle two, the patient's ultrafiltration reading was 1212ml, indicating the home patient (hp) drained 1212ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.